Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a hole was noted in the bag of the filter wire. The index procedure used a 5 fr guide catheter and placed a filter wire ez in position. The physician then used a non bsc atherectomy system in the superficial femoral artery. It was noted that the physician had no difficulties with the filter wire when he placed it. After the atherectomy, a non bsc balloon was used to dilate with good result. Then he made a dilatation with another non bsc balloon and a vessel dissection occurred. Bailout treatment placed two non bsc stents. At the end of the procedure, the physician withdrew the filter wire with no resistance and examined it to see what debris was caught, but a large hole was noted in the filter bag. It was also noted that the tip of the filter bag was lost and presumably left behind in the patient. The physician noted the filter wire was examined before usage and no damage was noted. No additional intervention was performed. The patient's condition was listed as "good."

Manufacturer narrative:
The unit was returned with the filter wire inserted in the retrieval sheath. The filter bag was fully retracted into retrieval sheath with 5 mm of the nose cone exposed out of the distal tip of the retrieval sheath. The tip of the filter bag has a hole and particulate was seen inside of the filter bag indicating it had been introduced into the anatomy. The radiopaque tip of the protection wire had a "j" hook and was wavy with a 3 mm stretch on the proximal portion. The protection wire was kinked at 29, 54, 87, 93, 142, and 188 cm measured from the distal tip of the protection wire. Using the wire torquer sheathing / unsheathing tests were performed with no difficulty. The manufacturing records were reviewed and no issues or discrepancies were found and met all specifications. The root cause is anticipated procedural complications.